Event description:
Caller reported symptoms of hypoglycemia with aviva blood glucose values of 279 mg/dl and 55 mg/dl within 10 minutes. She treated herself with apple juice and felt better. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.